Event description:
It was reported in a journal article that four patients underwent surgical intervention wherein their ipg was replaced due to recurrent infection, and one patient underwent surgical intervention wherein the ipg was replaced due skin necrosis.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.